Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter was inserted. Upon start of the crrt, the catheter began pulling in air and leaking blood from the catheter extension tubing. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.